Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR. The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : the hospital retained the device.

Event description:
It was reported: "primary surgery was performed on (B)(6) 2023. On (B)(6) 2024, the nail breakage was due to nonunion. Thus, the revision surgery was performed on (B)(6) 2024". No further information was provided.

Event description:
It was reported: "primary surgery was performed on (B)(6), 2023. On (B)(6), 2024, the nail breakage was due to nonunion. Thus, the revision surgery was performed on (B)(6), 2024". No further information was provided.

Manufacturer narrative:
The reported event could be confirmed based on the evidence received. The implant was not returned. However, x-rays showing the broken nail and the fractured bone were received for inspection. The reported event could be confirmed, the non-union after 1 year of implantation was confirmed as the root cause of the breakage. The nail broke at a screw hole (weaker point) at the level of the bone fracture. Nonetheless, the return of the nail would have been necessary for a complete investigation of the event. Furthermore, medical records and patient details were not communicated. It was not possible to determine if patient behavior could have influenced the non-union. The x-rays received were reviewed by a medical expert, who stated: "the construct clearly does not give the appropriate stability for this fracture type. What we know from the x-ray¿s provided is that at the time of the broken fracture there also is a hypertrophic non-union. This shows the biology of the patient tried to heal the fracture, the reason for the non-union is than most probably due to a lack of stability in the construct. There was continuous movement in the fracture parts, which resulted in a non-union. The implant broke at a weaker point in the nail very close to the original fracture line, which is expected to happen if healing does not happen. The root cause of the reported event is multi-factorial: the location of the fracture, the choice of the implant given that location, the technical aspects of the surgical procedure. Furthermore, patient activity levels post-op may have contributed to an inadequate load distribution, and therefore the breakage of the implant." Based on investigation, the root cause was attributed to a combination of user and patient condition related issue. The implant breakage occurred as a direct result of the bone non-union, after 1 year of implantation. The choice of a nail was erroneous given the location of the fracture and did not enable the stabilization necessary for the healing of the fracture. A distal humerus (elbow) plate would have been advised in this case. As a reminder, the instructions for use clearly state that: "post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example breakage or loosening of the implant or instability of the implant system. The patient is made aware to inform his/ her physician in order to carry out follow-up examinations of the implants at regular intervals. The implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. The patient should be advised that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma and that the device has a finite expected service life. Removal or revision of the device may be required sometime in the future due to medical reasons. 13 adverse events and adverse effects. Complications that can occur as a consequence of intramedullary nailing of the humeral diaphysis include the following: pain, loss of range of motion, perforation, malunion of bone, inflammation, delayed union, impingement by implant, break, post-operative wound infection, procedural complications, migration, nerve damage, non-union bone fracture, bone fracture(s)". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.